Manufacturer narrative:
Follow-up #1; date of submission: 10/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/27/2014 with the following findings:an inexplicable reboot event, which is potentially indicative of the reported event, was observed in the black box data from the day prior to the alert date. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture ingress was observed inside of the battery compartment. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed; the reported event was not duplicated. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.